Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: cholecystectomy. Incident description: sales rep was in the operating room with the surgeon. When he tried to insert it into a 5mm trocar (z-threaded from applied medical), he did not succeed. I recommended to use a little bit more force. The ca500 suddenly went down the torcar and pierced the intestine. The ca500 is returned and also the 5mm trocar used in combination. As the surgeon threw down the clip applier and the trocar just after this injury happened, these components might be damaged. Additional information requested from sales representative by email on 12oct2018: 1. Is the surgeon a long or short time user of our ca500? 2. How was the clip applier introduced into the trocar? Was it held only by the blue handle? Was the trigger actuated? Was a clip loaded? 3. How big was the defect in the intestine? 4. Which part of the intestine/colon was pierced? 5. Did any fluid/solids come out of the intestine? 6. Next to suturing the defect closed, was any other intervention or medication needed because of the incident? 7. What is the current patient status? Additional information received from sales representative by email on 12oct2018: 1. Yes, he already used it before the recall in 2016. The surgeon said that he has this issue since the new version of the ca500. 2. I always bet him not to press the handle before inserting the clip applier into the trocar. None clip was loaded I think but I can not be sure because the clip applier was into the trocar and so not in view of the laparoscopic camera. But for him it is needed to press the handle to insert the clip applier more easily. So his fingers were already on the black part of the handle. 3. A hole of the diameter of our clip applier. 4. The small intestine was injured. 5. No 6. I do not think so. 7. I have not given a call. I will do it on monday. Intervention: sutured intestine. Patient status: additional information received from sales representative by email on 15oct2018: I gave a phone call to the chief nurse this morning, and the patient seems to be fine.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Engineering disassembled the event unit and observed that channel support assembly (csa), a metal component located in the shaft, was damaged. Based on the condition of the returned unit, it is likely that the csa was caught on the jaws and was damaged when the jaws collapsed during insertion of the device through the trocar. The patient injury resulted from the additional force that was used to overcome the resistance within the trocar. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: cholecystectomy. Incident description: sales rep was in the operating room with the surgeon. When he tried to insert it into a 5mm trocar (z-threaded from applied medical), he did not succeed. I recommended to use a little bit more force. The ca500 suddenly went down the torcar and pierced the intestine. The ca500 is returned and also the 5mm trocar used in combination. As the surgeon threw down the clip applier and the trocar just after this injury happened, these components might be damaged. Additional information requested from sales representative by email on 12oct2018: 1. Is the surgeon a long or short time user of our ca500? 2. How was the clip applier introduced into the trocar? Was it held only by the blue handle? Was the trigger actuated? Was a clip loaded? 3. How big was the defect in the intestine? 4. Which part of the intestine/colon was pierced? 5. Did any fluid/solids come out of the intestine? 6. Next to suturing the defect closed, was any other intervention or medication needed because of the incident? 7. What is the current patient status? Additional information received from sales representative by email on 12oct2018: 1. Yes, he already used it before the recall in 2016. The surgeon said that he has this issue since the new version of the ca500. 2. I always bet him not to press the handle before inserting the clip applier into the trocar. None clip was loaded I think but I can not be sure because the clip applier was into the trocar and so not in view of the laparoscopic camera. But for him it is needed to press the handle to insert the clip applier more easily. So his fingers were already on the black part of the handle. 3. A hole of the diameter of our clip applier. 4. The small intestine was injured. 5. No. 6. I do not think so. 7. I have not given a call. I will do it on monday. Intervention: sutured intestine. Patient status: additional information received from sales representative by email on 15oct2018: I gave a phone call to the chief nurse this morning, and the patient seems to be fine.